Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that they obtained another set of pads to no avail. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that the electrode pads involved in the reported malfunction were not retained by the customer.